Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, the criteria for the right ventricular lead integrity alert were met, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter). A 383 v-sics in the last 9 days. Six nst episodes with v-v intervals less than 220 ms from (B)(6) 2016. Lead failure predictor triggered on (B)(6) 2016 for v-sics and nsts. Right ventricular pace impedance steady at approx. 557 ohms through (B)(6) 2016, spikes to 969 ohms on (B)(6) 2016, then returns to prior levels.

Event description:
It was reported that lead integrity alert (lia) was triggered due to elevated sensing integrity counter (sic). It was noted there was possible fracture on the lead. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.